Event description:
It was reported in (B)(6) 2012 by the health care professional (hcp) that the impedances were "normal", but there was no response on actual testing of the lead. The hcp also stated that the system was replaced with "good results." It was noted that the patient still had problems with urgency. It was reported in (B)(6) 2012 that the patient was experiencing a return of symptoms. It was stated that the first device worked better; he would not have to wear depends at all. The reporter stated he was reprogrammed 6 months ago. It was stated that the reprogramming did not improve his issues. It was noted that the patient had not communicated with his physician. The patient was currently on program 4 with amplitude of 5.8 volts. The reporter stated he saw a lightning bolt on his programmer and that he felt stimulation. The reporter stated the stimulation caused him testicle pain. It was stated that the pain resolved when the device was turned down, but then symptoms would return. The reporter stated the device was changed to program 1 with amplitude of 5.8 volts. The reporter then stated that he felt there was constant stimulation on program 1, so then he switched device settings to program 2 with amplitude of 8.3 volts. The stimulation was then adjusted to amplitude 8.9 volts and stimulation was felt. The reporter stated that this change was "more comfortable."

Manufacturer narrative:
(B)(4).

Event description:
The health care professional (hcp) reported the lead was broken and the battery was at end of service (eos). The battery and lead were replaced and the patient recovered without sequela.

Manufacturer narrative:
Lead model 3093-28 lot #j0546487v implanted: (B)(6) 2005. Explanted: (B)(6) 2011, extension model 3095-10 serial #(B)(4). Implanted: (B)(6) 2005, programmer model 3031a serial #(B)(4).

Manufacturer narrative:
(B)(4).